Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03qz1, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a sensation of shocking or jolting. The patient had a three month post-implant follow up appointment with her physician, the day prior to this report. The patient felt shocking in her 'right hip' area, as well as 'down her leg.' The patient claimed these events happened intermittently. The patient was on program 3, with an amplitude level of 3.0, and felt the shocking sensation. This shocking event happened twice since implant. It was stated that during the month of (B)(6) 2013, she had 'a lot' of shocking on program 3. The patient did not feel shocking in program 2, however program 2 did not help with the bladder symptoms. The patient also indicated that 'nothing was wrong with the device.' The patient denies any 'changes or traumas.' The patient was redirected to the health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.